Event description:
During a left total hip arthroplasty revision, 2.3 cm of the synthes 1.2 mm drill bit broke off and embedded in the posterior cortex of the femur. The surgeon determined that the risk/damage of retrieval exceeded the benefit and that the retention would have no consequence on the pt's outcome.